Manufacturer narrative:
The pump was received cracked and bleeding on lcd glass. The displacement test was unable to be performed due to cracked and bleeding lcd glass. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and shifted end cap sticker.

Event description:
The customer's father reported via phone call of damage to the customer's insulin pump. The father states the customer tripped and fell on the pump. The father states the inside of the pump screen is cracked and cannot be read. The customer's blood glucose level at the time of incident was 213mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.